Event description:
Boston scientific received information that one day post implant, device migration caused this right atrial lead to dislodge. A revision procedure was performed at which time the lead was explanted and replaced with a lead model incorporating an active fixation mechanism. This product is not expected to be returned for a post market evaluation. No specific adverse patient effects were reported. The associated device remains implanted and in service with the new atrial lead.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.